Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that the autopulse platform prompted user advisory 42 (force overload tripped) and stopped compressions. This user advisory only appeared once; batteries were not changed and the user reverted to manual CPR. No other information was provided.